Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is a duplicate report of 1818910-2012-14723. 1818910-2014-19542 will be rejected. 1818910-2012-14723 will be kept for investigation purposes.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. Pfs alleges infection. After review of the revision operative note infection was confirmed. The stem is being added from the primary operation, but not reported as it was in for greater than 3 months. The head is being reported from the 2nd revision as it was in for less than 3 months. All of the other parts were from competitors.